Event description:
Boston scientific received information that a lead safety switch message was displayed upon interrogation of this device system. Right atrial (ra) impedance measurements measured between 480 to 560 ohms within the previous year. Additionally, noise resulting in inappropriate atrial tachycardia responses (atrs) were observed. Technical services discussed evaluation recommendations. Isometrics were performed, and no noise was recreated in bipolar, however, noise was sensed in unipolar. The device was reprogrammed to the original bipolar setting and was to speak with the patients' physician. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.